Manufacturer narrative:
The sample was not returned. The lot number is unknown, therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that a cuff roll was noted on the balloon upon catheter removal. Resistance was noted during removal and the patient experienced pain to penis. No further complications experienced and no patient injury.